Event description:
The perfusionist reported that the pump stopped during an ECMO case. The failure induced a pt code resulting in chest compressions. The perfusionist hand cranked the pump head, the equipment was changed out and support was re-established. The pt expired several days later from other complications unrelated to the incident.

Manufacturer narrative:
The perfusionist reported that the pump stopped during an ECMO case. The failure induced a pt code resulting in chest compressions. The perfusionist hand cranked, the equipment was changed out and support was re-established. The pt expired several days later from other complications unrelated to the incident. Sorin group USA has requested that the equipment be returned for evaluation. As of oct 26, 2009, the equipment has not been received. Upon receipt, the equipment will be forwarded to sorin group for testing. A follow-up report will be filed when info is available. The instructions for use, under indications for use, state that "the scp has been qualified only for durations of six hours or less, appropriate to cardiopulmonary bypass procedures and has not been qualified through in vitro, in vivo, or clinical studies, for long term use as a bridge to transplant, pending recovery of the natural heart or extracorporeal membrane oxygenation (ECMO) procedures."